Manufacturer narrative:
(B)(4). Batch #t5c44z. Investigation summary: the analysis found that one sc45a device was returned with no apparent damage, with the closing trigger and anvil in the closed position and the firing mechanism in the return stroke with the knife not fully back. One ecr45t reload was loaded in the device. The cartridge reload was received fully fired and with the deck damaged due to a clip that was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Event description:
It was reported that during an esophagectomy, the stapler locked out with a gray reload in the device. They were unable to open the jaws. The surgeon stapled on either side of the stapler to get the locked stapler removed. Patient consequence was not reported. No additional information is available at this time.